Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was explanted due to a heart transplant. The pt's pump pocket was noted to be infected. The pump rocket was cultured nine days prior to the transplant and was growing yeast and escherichia coli. The pt was administered IV antibiotics at the time of explant.